Event description:
The customer was hospitalized for high bgs. Suggested the customer to take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back for the high-pressure test when the clamp arrives.